Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot, stalling with an alert indicating the x-ray system was starting. Review of the logfiles shows issue with system software. Upon troubleshooting, the philips field service engineer (fse) checked system onsite and found that the system shows the x ray system starting continuously and not getting ready. To resolve the issue, the fse reinstalled the complete system software. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling with an alert indicating the x-ray system was starting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.